Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb). The service engineer (se) performed software download.

Event description:
It was reported that the ventilator's display was blank. Patient involvement information was not provided by the customer.